Event description:
It was reported that the screen was locked. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No external damage was reported. The force sensor bridge test error was found at start-up. The force was stuck at 24 lbs. With no pressure applied to the sensor. Error history log review found [brief overview of results].the root cause of the reported issue was unable to determined, did not notice any external damage to the force sensor. Actions were taken to mitigate the reported issue: replaced force sensor, also plunger cable as a preventative measure.